Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported patient clearance button issue was confirmed in the system logs and replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The unit failed the clutch button test on the patient side cart fixture test platform (pftp). Button error 25745 was shown in the system logs with p2 value = spar toggle bottom button (tornado down). The usm was then installed on the golden system and confirmed that the tornado down button did not work. Based on these findings, failure analysis concluded that the acsb3 printed circuit assembly (pca) was the root cause. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the universal surgical manipulator (usm) 3 patient clearance button down direction was not working, but the up direction was working. The technical support engineer (tse) viewed logs and found 25745 error. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned. The patient clearance button was not able to be resolved, but they were able to continue using all four arms.